Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient with increasing refractive cylinder. The patient had small pupil. The physician also implanted pupil dilation ring. The patients intermediate pupil still dilated. The iol was centered. The patient pupil was dilated to be sure no capsular phimosis and all looks ok but still has small pupil. The patient had good near vision but not distance vision. The patient drives on back roads and fears hitting a deer. Additional information has been requested.